Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the generator would not switch on. The power supply module, cable assembly, footswitch to main board, and cable assembly, power entry module to chassis ground were replaced as identified in the investigation to address the power issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.

Event description:
It was reported that before an unknown procedure, the generator was not switching on. Procedure was completed using same like device. There were no adverse consequences for the patient reported.